Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the explanted ins would not be removed, but it was noted that the ins had been operating correctly. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting good pain relief in the leg, but was not getting pain relief in their back. Multiple attempts were made to recapture the pain relief. The physician explanted the entire system and re-implanted the patient with a competitor¿s system. No further complications are anticipated.